Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone 17.1. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 361 mg/dl while wearing the pod between 36 and 48 hours. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Cannula was reported to have been properly inserted into the infusion site (arm). Treatment for reported issue was not provided.